Event description:
The doctor performed superficial musculoaponeurotic system (smas) plication procedures using quill srs 2-0 pdo. Four (4) patients developed chronic suture granulomas, either a unilateral or bilateral. One (1) year postoperatively, one (1) patient was taken back to the operating room for exploration of the lipoma. Unabsorbed pdo product was located in the center of the mass and removed.

Manufacturer narrative:
The device was not returned for evaluation. Furthermore, the product lot number is unknown. A device history record review cannot be performed. Results: the device was not returned for evaluation. No product evaluation can be performed. Angiotech reference: (B) (4), quill srs, size 2-0, pdo, 24 x 24.